Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed repeated reset prompts following line crimp alerts and subsequently indicated a need to reset, consistent with a stalled motor alarm, after which the user removed the infusion set and supplies and temporarily used multiple daily injections before later replacing supplies and charging the battery without further issues. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem identified consistent with a consecutive stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.